Manufacturer narrative:
UDI -- unknown part number, UDI unavailable. Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted

Event description:
As reported by cerenovus, an unknown codman valve was revised after patient experienced worsening symptoms of hydrocephalus. Device will not be returned; customer is retaining. Additional information is being requested.

Manufacturer narrative:
Additional information: complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.